Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine (5000 g/ml, 1365 g/day) and bupivacaine (5500 g/ml,1501.5 g/day) via an implantable pump used for an unknown indication for use (IFU). On (B)(6) 2016, it was reported the patient had no more pain relief. The dosage was increased but the relief was insufficient. The pain relief was better with a bolus. The patient compensated with transdermal fentanyl patches. The side-port of the pumplol was aspirated with normal reflux of cerebrospinal fluid (csf). The catheter was explored with good reflux of csf. Contrast was used in the side port with normal myelography. A rotor study was performed and the results seemed to be normal. The pump was explanted on (B)(6) 2016 and replaced. The resolution of the event was unknown at the time of report.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.